Event description:
Event description guidant received information that this ventricular implantable lead implanted dislodged one day post implant due to the patient twiddling their implantable cardioverter defibrillator (ICD).